Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The device was interrogated and no anomalies were observed. Bench testing was performed and all measurements were found to be within specification. The reported event of infection was unable to be confirmed.

Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
After an explant procedure, a small pocket infection was noted. No anomalies were noted with the device. The infection was treated and the event was resolved with no further consequences for the patient.